Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "angioedema", "discolouration", "swollen" "hard", "lumps", "tingly", and "itchy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported patient was injected with 1ml of juvéderm® volift¿ with lidocaine to top and bottom lips. Approximately three months later patient developed lip area feeling itchy and tingly, and slight discolouration to bottom lip. Patient went to their general practitioner who diagnosed patient with angioedema and informed patient to use antihistamines, which didn't help. Patient was examined by injecting physician approximately 2 and a half weeks later and patient's "upper po area is swollen," their lips are hard and they can feel some lumps. At this time patient was on the 3rd day of using prednisolone steroids which is helping the situation slightly, but seems to be "worsening afternoon to evening time."